Event description:
It was reported that the user contacted support after receiving device alerts and experiencing a prior low blood glucose following two meal announcements, with no current glucose readings available until the libre 3+ was reconnected to the ilet, after which sensor values resumed and blood glucose was 100 at call end. Symptoms included hypoglycemia that was treated with oral glucose. Outcomes included resolution of the low without hospitalization and restoration of glucose data to the pump. Investigation included guided troubleshooting to reconnect the continuous glucose monitoring sensor to the pump and confirm resumed data transmission. Investigation of this case revealed that the hypoglycemia cause was unclear and that device function was restored through sensor-pump reconnection, with no persistent pump or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.